Event description:
Customer complaint alleges there was a persistent leak from the cuff of the ett during intubation. The ett was replaced and there was no patient injury or consequence. The patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned for evaluation; therefore, one sample was retrieved from current production at the manufacturing facility for simulation purposes. The cuff was inflated to 25mbar with a calibrated endotest. The cuff was able to maintain pressure. The sample was then immersed in water to undergo a leak test. No bubbles were observed flowing out from the cuff under water. There is 100% inflation and deflation testing during manufacturing; therefore, any defects would be detected prior to release from the manufacturing facility. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges there was a persistent leak from the cuff of the ett during intubation. The ett was replaced and there was no patient injury or consequence. The patient's condition was reported as "fine".